Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Wcq received an e-mail from the ethicon risk manager team stating the following: it was reported that the patient underwent a gynecological procedure on (B)(6) 1998 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop. It was reported that following insertion the patient experienced pain, infection, bowel problems, recurrence, bleeding and dyspareunia. It was reported that patient underwent lar sutured rectopexy on (B)(6) 2001 due to rectal prolapse. (B)(4).

Manufacturer narrative:
Additional information.